Event description:
Boston scientific received information that during a patient follow up, this right ventricular (rv) lead presented with pacing impedance measurements above 2,500 ohms due to a fracture. A lead revision was performed, but the rv lead was unable to be explanted. The lead was capped and then successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.